Event description:
As reported, button#1 of a 5f mynx control vascular closure device (vcd) was only depressed partially, and button#2 was not pressed at all. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The device was used in an interventional peripheral procedure using a retrograde approach. The device was stored and prepped according to the IFU. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25 °c. It is difficult to check if the sealant was properly deployed due to the sealant being in the sheath. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2126001 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, button#1 of a 5f mynx control vascular closure device (vcd) was only depressed partially, and button#2 was not pressed at all. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The device was used in an interventional peripheral procedure using a retrograde approach. The device was stored and prepped according to the IFU. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25 °c. It was difficult to check if the sealant was properly deployed due to the sealant being in the sheath. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed approximately 1/3 of its total travel with the line on the frame assembly visible in the tension indicator window. Button 2 was not depressed. The syringe was connected to the device with the stopcock open. An unknown procedure sheath was locked on to the sheath catch. It was noted that the working length of the returned procedure sheath was longer than specified sheath used with the returned device. The procedure sheath was removed, and the sealant was observed to have remained within the sealant sleeve assembly, exposed to blood, swelling and adhering to the device components. Per functional analysis, button 1 was reset to the factory setting. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the tamp tube. The device performed as intended per the mynx control IFU. Per dimensional analysis, the working length of the returned procedure sheath was verified and noted to be longer than specified sheath used with the returned device per the mynx control instructions for use. A product history record (phr) review of lot f2126001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control button 1 frozen/locked¿ and ¿mynx control button 2 frozen/locked¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Failure to follow the IFU instructions, may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ¿use only with a standard sheath introducer with up to 12 cm effective length.¿ using an incompatible sheath introducer can lead to a device jam with respect to sealant deployment and prevents button 1 from being depressed as the sealant is still within the sheath. Neither the phr review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.